Event description:
It was reported that during a da vinci s hysterectomy procedure, the harmonic ace curved shears insert broke and a piece fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic ace insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed the insert to be returned with a broken piece approximately .670 inches by .085 inches in size. The blade fractured below the clamp arm, within the shaft, and the clamp arm is intact. An isi product manager performed a site visit on (B)(6) 2011 to observe cases, surgeon and surgical staff technique, and provide feedback to the site regarding frequent harmonic ace insert breakage. It was observed that the breakage the site is experiencing is occurring when the active blade comes in contact with metal or the blade is damaged due to intra operative collisions or other physical contact with other instruments. The da vinci harmonic ace curved shears instructions for use specifically states: general precautions and warnings: avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in cracked or broken blades, which may be identified by a generator solid tone or an instrument error.